Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Lead inserts into an introducer with no anomalies or resistance.

Event description:
It was reported that during the implant procedure the physician noticed a bump on the lead. The lead was unable to pass through the introducer. The physician opted not to implant the lead, and implanted another lead. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.